Event description:
It was reported that the manufacturer representative went to charge multiple implantable neurostimulators before cases and one implantable neurostimulator (ins) showed power on reset (por). The error 23 screen was described, and no error code was associated with the por. The manufacturer representative went into the session and chose lead configuration. It was noted that the representative had several cases and would use this ins first. The ins showed it was fully charged with an expiration date of 9/28/2015. The ins was considered safe to implant and was later implanted. There was no patient, and thus no symptoms, associated with this event.

Manufacturer narrative:
(B)(4)